Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture and replacement from textured to smooth due to the patients concern of the product. Healthcare provider additionally reported ¿observations made during surgery¿ of ¿hole, non-specific¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) opening. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side rupture and replacement from textured to smooth due to the patients concern of the product. Healthcare provider additionally reported ¿observations made during surgery¿ of ¿hole, non-specific¿. The device has been explanted.